Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced inaccurate cgm values. At around 1 and 2pm, he indicated he almost lost consciousness and started feeling dizzy. He checked his dexcom app and saw that the reading was 73 mg/dl. The bg fs value was 500 mg/dl. His spouse transported him to the emergency room (ER). After arrival he "felt like dying" which is presumed to mean he felt ill. The cgm value was 70 mg/dl and the bg fs value was 490 mg/dl. The health care professional (hcp) administered insulin to decrease his bg level. A subsequent bg fs confirmed his bg level was decreasing. Two additional bg fs at 10-minute intervals confirmed the trend (values not remembered). The cgm value displayed was "low" with arrows pointing down. The sensor was removed and he was monitored in the ER for 3-4 hours. After his bg stabilized he was discharged home and advised to follow up with his medial doctor (md) for additional blood work. In a follow up call by tech support rep on (B)(6) 2026 he stated he saw his hcp on (B)(6) 2026 who concluded he was hypoglycemic at the time of the visit, (values not specified). The hcp drew labs and adjusted routine diabetes medications (lantus and humalog). The patient planned to obtain a new glucometer and indicated he was in good condition after the event. No other patient or event details are available. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.